Event description:
The customer report to olympus that during an endoscopic retrograde cholangiopancreatography (ercp), it was reported that the sphinctertome wire snapped and the procedure was extended an additional ten minutes to locate the wire that was possibly lodged inside the patient. It is unclear if the wire was retrieved from the patient. The procedure was completed and no additional intervention was required. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This complaint requires two reports. The related patient identifiers are as follows: (B)(6): evis exera ii duodenovideoscope tjf-q180v. (B)(6): sphincterotome kd-401q-0320. This medwatch report is for patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon testing and evaluation of the returned, no issues were found and the broken sphincterotome wire was not found inside the scope. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, inspection of the scope confirmed that there was no damage that could of caused breakage of the wire. Therefore, the root cause could not be determined. Furthermore, in a related complaint (patient identifier # (B)(6) the following mechanism caused the breakage of the wire: 1) the wire was close to tissue or the scope. 2) under the above condition, a current was applied from high-frequency electrosurgical equipment. 3) current was discharged at two areas of the wire at the same time when applying current. 4) discharge instantly made the wire hot and caused breakage and detachment. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation warning: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result.¿ ¿cutting warning: be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur.¿ this supplemental report includes a correction to e1 and e3. Olympus will continue to monitor field performance for this device.